Event description:
The patient advised the doctor of problems with eyes after the plugs were inserted. The doctor had the patient return to be examined. Periocular itching and swelling onset within 24 hours of inserting the occluders. The patient returned for 3 visits and the doctor prescribed artificial tears (thera and systane), zylet and nevanc drops in an attempt to rule out reaction from mascara, etc. The doctor determined that the patient had a mild to moderate acute allergic dermatoconjunctivitis and removed the plugs. The patient's age and weight were not reported.

Manufacturer narrative:
No additional information is expected. Add'l catlog # 3131 and add'l lot# 74069.